Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that the patient felt discomfort; x-ray revealed an alleged catheter fracture. Catheter was removed via snare wire. Port was placed via the right inguinal region. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp with 8f groshong catheter in two segments was returned for evaluation. Functional, microscopic, visual, and tactile evaluations were performed. The investigation is confirmed for fracture in the catheter, and this was found more specifically to be due to flexural fatigue. A complete circumferential break was noted between the 35cm and 36cm depth markers. There was both a granular section and a smooth section with rounded edges. A diagonal split was noted migrating from the proximal edge of the break. A partial circumferential split was noted 0.7cm from the proximal end of the proximal segment of the catheter. A partial circumferential split was noted 0.9cm from the distal end of the proximal segment of the catheter. This split manifested smoothing of the break surface and rounding of the edges. X-rays were also provided and the image reviewer stated: "the abdominal radiographs that are time stamped are from (B)(6) 2018. No images are present that show the port catheter beforehand. The images show a right femoral/external iliac port catheter. Catheter tubing is located overlying the inferior vena cava. Right inguinal surgical clips from an unknown type of surgery are present; I can not tell if the surgical clips are from a recent surgery." The root cause is determined to be likely related to clinical conditions. Flexural fatigue is known to occur due to repeated kinking in the catheter while implanted. The root cause is determined to be related to clinical conditions. Flexural fatigue is known to occur due to repeated kinking in the catheter while implanted. It possible that patient factor contributed to the observed condition and reported event. However, it is unknown whether procedural factors also contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the patient felt discomfort; x-ray revealed an alleged catheter fracture. Catheter was removed via snare wire. Port was placed via the right inguinal region. There was no reported patient injury.